Event description:
It was reported that the implantable cardioverter defibrillator alerted for high out-of-range shock impedance of 127 ohms. This was an increase of greater than 40 ohms since implant. It was also noted that the r-wave amplitude had significantly decreased, the pace impedance was trending lower and the capture threshold had nearly tripled in the same time. X-rays revealed some evidence of device manipulation (twiddler's syndrome) that could have caused the rv lead measurements to change since implant. At a recent in-office check, the lead measurements were all acceptable and the lead remains in service. No adverse patient effects were reported.